Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 she obtained a result of 184 and 164mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 136 and 137mg/dl obtained on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that 5 to 10 minutes after the alleged issue occurred she developed symptoms of lght-headed and shaky and that at around 10:15 on (B)(6) 2016 she consumed food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs criteria of a serious hypoglycemic event after the alleged issue occurred.